Manufacturer narrative:
G4: 27sept2019; b4: 30sept2019. The manufacturer¿s field service engineer (fse) confirmed the occurrence of "check vent: alarm led failed" was confirmed at operation checking. It was determined through investigation that an anomaly in the alarm led was responsible for the phenomenon. Therefore, the power switch overlay has been replaced. Performing overall checks, cleaning, a run test, and a function test have been completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/13/2019.

Event description:
The customer reported issue was duplicated. Operational check was performed then occurrence of check vent error alarm light emitting diode (led) failure. There was no patient involvement.